Manufacturer narrative:
(B)(4) . The device has been explanted and should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the patient has lost access to sound during the weekend and visited the clinic on (B)(6) 2014. The parents do not know whether the patient had any trauma. The patient was explanted on (B)(6) 2014.